Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other xience xpedition drug eluting stent (des) is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the mid right coronary artery (mrca). A 2.5x48mm xience xpedition drug eluting stent (des) was deployed in the target lesion, after which a long distal edge dissection was noticed. A 2.5x28mm xpedition des was deployed to cover the dissection however a second dissection occurred. A third, 2.5x15mm xpedition des was used to cover the second dissection, and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.